Event description:
It was reported that the patient's spinal cord stimulator (scs) had been implanted for almost 3 years. It was reported that it had moved and caused them lots of pain.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. Product ID: neu_ptm_prog, product type: programmer. (B)(4).